Event description:
The pump wouldn't pump, and the ECG lead loss alarms were noted. The pt was transferred to another pump and the same alarms were noted. The pt expired of causes unrelated to this incident.